Manufacturer narrative:
The device was returned to olympus for inspection. A root cause is related to component failure. The probable causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited crystallized rubber. There was no patient involvement.